Event description:
Pt's catheter is inserted by a respiratory therapist in dr's office biweekly. This one was inserted on a friday afternoon. The flange is bent in the wrong direction. Each time pt swallowed or something touched the end, the center pushed against pt's trachea. Pt could not have this changed until monday morning. Imagine the discomfort if someone pressing your windpipe intermittently for almost 36 hrs. This is defecive equipment.